Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately nine years due to stenosis and calcification. Per the operative report, the patient underwent cardiac catheterrization and echocardiography and was found to have showed severe tricuspid valvular stenosis and mild-to-moderate tricuspid valvular regurgitation. The tricuspid valve was inspected. The valve was diffusely calcified and had poor motion of all 3 of the leaflets. The previous sutures were then removed, and the valve was then dissected free from the annulus and was removed. An edwards prosthesis valve was then implanted, and the valve was placed in a supra-annular position and seated well. The patient was then ventilated and weaned from cardiopulmonary bypass without difficulty.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore the reported stenosis and calcification can not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause can not be confirmed, it appears that the severe stenosis experienced by the patient was likely due to "the valve was diffusely calcified and had poor motion of all 3 of the leaflets" noted in the operative report. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.